Manufacturer narrative:
(B)(4). Method: the device was received at our (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Photographs of the complaint heater head and control panel were provided to us by the service centre. Results: the photographs showed that there were large cracks on both the left and right sides of the warmer head and a large crack on the lower head case, near one of the fasteners. Cracking was also observed on the warmer's control panel. There was no discolouration to indicate that improper cleaning solutions had been used. Conclusion: use of incorrect cleaning materials is the most common cause of warmer head crazing and cracking but in this case there was no evidence to suggest that improper cleaning methods had been employed. It is therefore most likely that the cracking observed on both the warmer head and the control panel were the result of impact damage. The complaint warmer head casing and control panel will be replaced with new parts and the warmer returned to the healthcare facility. Device repaired and returned to customer.

Event description:
A hospital in (B)(6) reported that the heater head of an iw910 mobile infant warmer was cracked. No patient consequence was reported.